Event description:
The peritoneal dialysis (pd) patient contact reported to fresenius technical support that a fluid leak was identified within the liberty select cycler. The m31 air detected in cassette alarm was received upon connecting the patient for treatment. The cycler was re-setup with new supplies in order to re-attempt treatment however the error reoccurred. The patient contact stated that fluid was identified within the cassette door of the cycler upon removing the liberty cycler set. The patient was advised to discontinue use of the device. A replacement cycler was issued to the patient. It was reported that an alternate form of treatment was available. Additional information was requested, however a response was not received. No adverse event, serious injury, or required medical intervention was indicated upon initial reporting. The cycler was scheduled to be returned to the manufacturer for physical evaluation. The cycler set was not returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.